Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen after generator replacement. A week after the generator replacement the patient had been complaining about something strange. Physician had device checked and high impedance was seen. X-rays were requested and everything was ok. Device was turned off. X-rays have been received but have been evaluated yet. No additional relevant information has been received to date.

Event description:
Anterior-posterior chest and neck x-rays along with lateral neck x-rays were received and reviewed. The x-rays were provided due high impedance seen on generator. The generator placement was determined to be in the upper left chest below rib 4. Based on the images provided, the feedthrough wires were intact. The lead pin cannot be visualized to be fully inserted through the backend of the set screw connector block. The lead was visualized in the neck. Based on the images as strain relief bend is present with no strain relief loop present. One tie downs was present and therefore not placed per labeling. A portion of the lead was unable to be visualized to be routed behind the generator. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. Based on the x-rays received, the cause of the high impedance is due to incomplete pin insertion. The visible portions of the device seem to show no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. Additional information was provided that the patient was uncomfortable. No known surgical intervention has occurred to date.

Event description:
It was reported that the physician didn´t correctly insert the lead pin inside the header. The pin of lead is out of range from screw. A new surgery was realized and made the correction. To clarify, this is a second attempt to re-insert the lead pin. The first surgery was not successful. No other relevant information has been received to date.

Event description:
It was reported that the surgeon had un-inserted and re-inserted the lead pin. The impedance was normal after this revision surgery. No other relevant information has been received to date.

Event description:
The revision surgery was noted to have occurred on 1/24/2023 (date previously unknown).